Event description:
It was reported that a file seperated in the canal during a procedure. The pt is scheduled for follow-up treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
Additional information received subsequent to submission of the initial report indicates that the canal was filled with the separated piece in place.